Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked and an occlusion occurred. Customer's blood glucose level was approximately 600 mg/dl. Reportedly, the customer "most likely had ketones" ; however, customer had not tested ketone level. Customer administered a manual injection to address elevated bg levels. Customer successfully loaded a new cartridge and resumed insulin delivery.